Event description:
On (B)(6) 2013, an abbott point of care (apoc) was contacted by a customer who reports that end users noticed some higher than normal I-stat pt/inr results using cartridge lot# c13244a but did not call apoc technical support to report the results. There was no patient information available at the time of this report. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
Apoc incident # (B)(4). The lot is associated with apoc product action number: (B)(4), dated (B)(4) 2013. Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.